Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The patient was to continue the therapy the following night. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was reported to be an adult. Lot number ¿ two lot numbers were reported for this complaint: s14j25076 and s14k18020. Expiration date - lot s14j25076 expiration date is 10/31/2019 and s14k18020 expiration date is 11/30/2019. The manufacturing date for lot s14j25076 is 10/25/2014. The manufacturing date for s14k18020 is 11/18/2014. Batch reviews were conducted for lot s14j25076 and lot s14k18020; there were no deviations found related to this reported condition during the manufacture of these lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.